Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device history records review was conducted. The report indicates that the: DHR review for part# 357.372 lot# 5501034 manufacture date: april 23, 2007 , manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one helical blade inserter (part number 357.372, lot number 5501034) was received with the complaint category of ¿does not/will not function, fell apart. The alignment indicator shows indents over the surface of the device, including the three extruding prongs. The handle and shaft of the device also show dents and the three distal guide pins each show a worn flat. It is reported during a trochanteric femoral nail (tfn) procedure on (B)(6) 2016, when attaching the helical blade to the helical blade inserter, it was noted that the alignment indicator on the end of the inserter was spinning. Surgeon was able to implant the helical blade with no delay and no harm to patient. It is further reported that at the back table after the procedure was completed, the alignment indicator fell off the helical blade inserter and will not reassemble. A device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the device was received with the internal pin in the alignment indicator broken and significantly deformed. This is preventing assembly of the alignment indicator with the shaft of the device and would allow the indictor to spin on the shaft if the components could be assembled. It was observed that the internal pin in the alignment indicator is broken and significantly deformed which is preventing assembly of the alignment indicator with the shaft of the device and would allow the indictor to spin on the shaft if the components could be assembled. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication is not applicable as the pin is already deformed such that the components cannot be reassembled. No definitive root cause of the damage was able to be determined however the failure mode is consistent with rough handling and impaction of the alignment indicator. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a trochanteric femoral nail (tfn) procedure on (B)(6) 2016, when attaching the helical blade to the helical blade inserter, it was noted that the alignment indicator on the end of the inserter was spinning. Surgeon was able to implant the helical blade with no delay and no harm to patient. It is further reported that at the back table after the procedure was completed, the alignment indicator fell off the helical blade inserter and will not reassemble. Evaluation of the returned device revealed the internal pin in the alignment indicator broken and significantly deformed. This is preventing assembly of the alignment indicator with the shaft of the device and would allow the indictor to spin on the shaft if the components could be assembled. This complaint is for 1 device. Concomitant devices reported: 11.0mm ti helical blade 95mm-sterile (part number 456.304s, lot number h035164, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.